Manufacturer narrative:
It was claimed that there was an error reading the volume. Identification of issue has been done by analyzing problem description and device's logs. There was no patient harm. Based on technician statement, the issue was not reproduced. The rotary encoders were replaced. The issue was decided to be reported in abundance of caution as the initial description indicates a possible insufficient ventilation situation. There was no patient harm. The root cause to the reported issue has not been determined. The correction of fields #h4 device manufacture date and #h8 usage of device was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 06/23/2013. Corrected manufacture date: 06/24/2013. #h8 usage of device: previous usage of device: unknown. Corrected usage of device: reuse.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator was reading incorrect volumes. There was no patient harm. Manufacturer's ref.#: (B)(4).